Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. System check was being performed by tandem technical support (tts), however customer declined to complete the check. Reportedly, the customer continued to use the pump for insulin delivery.